Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that his onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 2:15pm. The patient sated that he obtained the results of "340, 406 and 257 mg/dl" compared to feelings/normal results. The patient manages his diabetes with a combination of humalog and lantus insulin medications. The patient stated that he increased his dose of humalog insulin to 28 units on (B)(6) 2016 at 2:16pm in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizziness, headache and sweats" approximately 1 hour after the alleged product issue began; however the patient denied that he received medical treatment. The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips had expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "sweats" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.